Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that error 23118 occurred when the system was powered on and it was not resolved by power cycling the system. Tse reviewed logs and error 23118 logged, pointing to the column motor. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 23118 occurred on console 2 and persisted even after a system reboot. The issue was resolved by replacing the surgeon side console (ssc) vertical axis motor module assembly. No abnormalities were observed in operation or testing after replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc vertical axis motor module assembly was analyzed and the reported error 23118 was confirmed but not replicated. A visual inspection was performed and no issues related to the reported event were found. Error 23118 was verified in lighthouse/aperture and installed on an internal equipment, fixture, or tool (eft) system. During system testing, the reported issue was unable to be replicated. The complaint was confirmed but not replicated based on failure analysis. The probable root cause of the reported event involving error 23118 on console 2 is likely an intermittent or non-reproducible fault within the ssc vertical axis motor module assembly. .